Event description:
It was reported that the customer claimed a leak in the water reservoir of the arctic sun device might be customer overfilled it. Per review of wo on 25jan2023, there was no patient involvement. Per follow up information received via email on 25jan2023, the issue was not resolved yet. The device not serviced yet. Per sample evaluation results received on 08may2023, it was reported that the filling issue due to clogged fill tube.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate maintenance of the device. However, this cannot be confirmed. Device was evaluated upon receipt. A filling issue was observed due to a clogged fill tube. Filling test performed with a tube having no filter. Filling works fine. Fill tube replaced. The device underwent and passed testing after all repairs. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance : routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer claimed a leak in the water reservoir of the arctic sun device might be customer overfilled it. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on 25jan2023, the issue was not resolved yet. The device not serviced yet. Per sample evaluation results received on 08may2023, it was reported that the filling issue due to clogged fill tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.